Event description:
It was reported that the patient was wearing a pod, on their arm when they passed away. Cause of death was not reported. Date of death was not reported. An attempt to obtain additional information was made, but patient's spouse stated that they did not want to provide any additional information.

Manufacturer narrative:
Physical device was not returned fro analysis. The insulet cloud system was checked for data from the user. The cloud data showed user data to be available up to (B)(6) 2026. Data from the period of (B)(6) 2026 was downloaded and reviewed. Review of the patient history buffer (phb) data found that the last pod used was deactivated due to a pod expiration alarm at 17:26 on (B)(6) 2026. The last estimated glucose value received by the pod from the sensor prior to pod deactivation was 170 mg/dl. The phb data showed that the system was only used in automated mode during this period and the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The cloud data showed that the user was bolusing regularly during this period, with the last bolus delivered being a 2 u bolus delivered at 06:37 on (B)(6) 2026. The cloud data showed that all boluses were actively delivered, as the total pulses delivered count tracked by the pod increased correctly based on the total bolus volume of each bolus after delivery of each bolus. The cloud data showed that alerts, notifications, and reminders were correctly generated as conditions were met. No evidence of issues with the system was observed in the available cloud data. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.